Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula as the base of the cannula was bent at an angle, which they tried to treat it by consuming carbohydrates, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 860 mg/dl and had high ketone level which her healthcare professional did not assessed as dangerous/ life threatening. Moreover, the infusion set had been used for two days. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital but there was no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.